Event description:
The user received questionable hemoglobin a1c results for patient samples. Of the data provided, the results for two patient samples were discrepant. Patient sample 1 initial result was 11.6%, repeat results on (B)(6) 2010 were 9.9%, 8.6% and 9.6%. Patient sample 2 initial result was 9.7% on (B)(6) 2010, repeat results were 11.5% and 12.0%. The user was not sure if the initial result for patient sample 1 was reported. No results were reported for patient sample 2. The user could not provide information concerning if the patients were adversely affected. The hemoglobin a1c reagent lot number was 62628601. The field service representative determined there was a faulty degasser and replaced it. To verify the analyzer operation, he performed successful analyzer checks.